Manufacturer narrative:
The device has been received and device evaluation anticipated, but not yet begun. Upon completion of the device evaluation a supplemental report will be filed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that guidewire perforated that apollo catheter. The patient underwent embolization treatment for an arteriovenous malformation (avm). The vessel was observed normal tortuous. It was reported that as physician began to advance the system through the guide catheter, resistance felt. Once he removed the micro-wire had perforated the catheter proximal. There were not any patient symptoms or complications associated with this event. No patient injury was reported. The catheter was never delivered into beyond the guide catheter into the pt and was fully intact. There were no injuries to the patient. They were prepped correctly but the catheter was advanced without the wire being fully advanced to the distal end. The catheter was flush as indicated per the IFU.

Manufacturer narrative:
D10: device available for evaluation - additional information. G4. Date MFR rec ¿ additional information. H2: type of follow up - device evaluation. H3: device evaluated by manufacturer- additional information. H6: codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, no damages were found with the apollo hub. The outer strain relief was found cracked. No bends or kinks were found with the apollo catheter body; however, the micro catheter was found stretched from the distal end. The apollo detachable tip was found intact. No damages or irregularities were found with the apollo distal marker/tip. The micro catheter was flushed, and water/blood exited the distal end with no leaking found on the entire length of the micro catheter. An in-house mandrel was inserted into the apollo micro catheter hub, through the micro catheter body and out the distal end with no issues and no resistance. The reported catheter perforation could not be found. The micro catheter was then pressurized by clamping the end and water was flushed into the hub. However, the puncture still could not be located. The pressure was increased until the distal tip became detached. No other anomalies were observed. Based on the device analysis and reported information, the report of ¿catheter puncture¿ was not confirmed. Catheter puncture can occur if the catheter becomes kinked or prolapsed during insertion of the guidewire. The apollo micro catheter was found stretched. It is possible that the stretching occurred when attempting to advance or retract the device against the reported resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.